Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient felt a shock on one of his battery cables around 7/8pm. The patient was connected to battery at the time. The event log did not capture any events around 7/8pm.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the patient feeling a shock on one of the battery cables of the controller while connected to battery power was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. However, a log file was submitted. The submitted log file contained data spanning approximately 5 days ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). There were no atypical alarms active in the log file. Additionally, there were no pictures, or any other supporting documentation submitted that would indicate an issue with the system controller or the power cables. Provided information stated that there was no repeat event and that no products were returned. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The system controller, serial #: (B)(6), was shipped to the customer on (B)(6) 2021. The heartmate patient handbook (rev. C) section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use (rev. C) section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook (rev. C) and the heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate 3 patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.